Manufacturer narrative:
D9: 7/1/2025. Received one device. Visual inspection found no damage. Customer complaint of "cassette sensor defective" could be confirmed through functional testing. Found downstream occlusion sensor (dso) holding high value. Replaced dso sensor, bezel, and seal. Calibrated dso. Upon further investigation found air in lind detector (aild) damaged. Replaced aild. Performed performance verification tests (pvt), unit passed all testing criteria. Unit reset to standard configuration. Previous repair was completed on (B)(6) 2025 for cassette sensor based on review complaints it was determined that the previous repair may be related to the current complaint.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cassette sensor was defective. The event occurred during testing.